Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
"Taking thicker grafts than requested." Add'l info received (B)(4) 2013. It was reported "during a grafting procedure indicated to cover an open wound on the lower leg, the donor graft from the right anterior thigh was so thick that the skin had to be placed back on the donor site with staples. A second graft had to be taken. The surgeon checked the thickness (gauge) and tightened the screw to secure it at the appropriate thickness but it did not hold while he was taking the graft. It added about 10 add'l minutes to the surgery time."